Manufacturer narrative:
A ge oec svc rep investigated the issue, and a broken high voltage cable causing the image distortion. The high voltage cable was replaced. Additionally, the collimator cover that was damaged was replaced, as was the x-ray indicator lamp that needed a new light. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy sys had distorted video images. There were lines through the images . Additionally, the collimator cover was cracked, and the x-ray indicator lamp did not illuminate with exposures.